Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4), product type recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was to address charging issues. Pt reported that for some reason, the charger (understood this to be the rtm) is taking at least 4h to charge the ins. Pt reported that this morning, the ins wouldn't charge past 30% because of the rtm issue. Pt noted that they usually charge the ins every morning, but the ins wouldn't charge, so they are in pain (understood that this was due to the therapy not being available due to not being able to charge). Pt stated it usually takes them at least 1h to fully charge, but in the past weeks, they have had to charge the ins in the morning and at night because they are unable to get the ins to fully charge before going to work. Pss asked, but the pt was unable to provide an event date for when the issue first started. Pt just stated it's "been awhile", and re-iterated the issues. Pt noted that they have already tried repositioning the rtm paddle and they called the mdt rep about the issue last thursday. Reviewed the rtm. Pt confirmed the relay box is getting hot, while they recharge the ins. The issue was not resolved. An email was sent to the repair department to replace the device.